Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer's blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.